Manufacturer narrative:
(B)(4). It was reported that noise was detected on all channels after plugging the catheter into piu. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
Additional informatio was received on 2/19/2016 that there was a bs ECG signal available to monitor the patient heart rhythm during the procedure. Based on addtional information received, this complaint is not MDR reortable as the potential risk to patients is remote. The device history record (DHR) for the lot number 17279570l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The device was not returned to bwi.

Event description:
It was reported that during an ablation procedure noise was detected on all chanels after plugging the catheter into piu. No patient's consequence is reported. It's unknown whether there was other ECG signal available for physician to monitor the patient's heart rhythm (such as defibrillator, anesthesia monitor, etc.). Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Bwi takes conservative approach to report this event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.